Event description:
The patient developed an infection from battery replacement surgery in 2008. Additional information has been requested.

Manufacturer narrative:
Product ID 7428 lot# serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 7428 lot# serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387040 lot# v008951, implanted: 2006 (B)(6); product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3587a25 lot# n115795, implanted: 2008 (B)(6); product type lead product ID 3587a25 lot# n105023, implanted: 2008 (B)(6); product type lead product ID 3387040 lot# v008951, implanted: 2006 (B)(6); product type lead. (B)(4).